Event description:
Customer reported to beckman coulter that the au5800 clinical chemistry analyzer was leaking causing a pool of liquid under the analyzer. Customer continued to process patient samples. Customer stated that controls (qc) performed before the event were acceptable and within facility ranges. Customer repeated qc samples after the leak was found and results were unacceptable, out of range. Customer halted testing. The leak was identified as water. There was no report of operator exposure or injury. Customer repeated 160 patient samples with 93 corrected reports being issued. There was no medical intervention or change to patient treatment associated with this event. Customer provided no information on result values or patient demographics for this event.

Manufacturer narrative:
During service visit, field service engineer (fse) found a pinhole on tube located in the reagent transfer unit. This hole was the source of the leaking water. Fse replaced the tube to resolve the issue. No further issues were reported. (B)(6).